Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date and received competitor products. Subsequently, the patient was revised on (B)(6) 2015 due to loosening of cup and stem. All competitor products were removed and the procedure was completed with biomet products. During the procedure, the surgeon was attempting to implant an arcos stem and the screw that connects the proximal body to the sts stem would not tighten down. When trying to remove the screw, it would not come loose either. The surgeon attempted to separate the proximal body from the stem but the entire stem came out of the patient in once piece. The surgeon used the same stem to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(6).